Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharge antenna failed due to a "get manufacture struct command and response/osiris error!" Message, and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding charging the implanted neurostimulator (ins).  They reported their charger was not letting them charge and the controller screen just stayed on "looking for device" (15). Pt said they were trying to connect to their implant to charge on the call and this screen had been displayed for the last 6 mins. Pt said that their implant battery is low and they tried to charge their implant last night and had the same issue. After this point in the call, the call disconnected and pss wasn't able to get additional information from the pt or do troubleshooting. Pss called pt back and was unable to reach the pt. Pss left message for pt to call ps back.  No symptoms reported. Additional information was received from the pt. Pt called back and stated that they were still having the same issue. They stated that the ins was depleted and they couldn't charge it. They said it was hard to connect to charge the ins. They said the recharger was heating up "but it's not burning me". Pt stated that it started in march. No symptoms were reported. A replacement recharger was sent out.